Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server patients were not crossing. A technical support specialist (tss) confirmed from the customer that the medication scans properly in the pharmacy in the device server and scans into our ehr. The tss synchronized one of the stations and then confirmed with the customer that synchronizing this station resolved the scanning issue for ibuprofen across all stations. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, users were unable to scan a specific medication from any device. The customer stated that the medication could be scanned successfully into the server but could not be scanned on any pyxis device. The issue affected only one medication, and the customer verified that all ndc and wholesaler ndc information was correct. They were able to place the medication into a test patient in cerner and ehr, and scanning worked successfully in that environment. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.